Event description:
It was reported that the right ventricular lead exhibited an insulation anomaly, noise, impedance anomaly and was also fractured. The patient experienced muscle stimulation. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.